Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead in the left bundle branch. After placement, the helix was unable to be retracted and was partially broken. The difficult removal of the lead resulted in minor tricuspid valve regurgitation, that was not present prior to the procedure. No interventions were made, and the procedure was completed with a replacement lead. The patient was stable.